Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). This report is being filed as an initial/ final report based on information obtained from the device evaluation. On (B)(6) 2019, it was reported that the device needed repair. The device was sent only for pm. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was bent and broken and the comb was replaced. This is a related issue. Product review of the skin graft mesher on (B)(6) 2019 revealed that the comb was bent and the shoulder bolts were worn in the contact area. The calibration and sample mesh could not be taken due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher required repair due to a bent comb, it cannot be determined from the information provided what actually caused the comb to become damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb and shoulder bolts were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device needed repair. The device was sent only for preventative maintenance. Product review of the skin graft mesher revealed that the comb was bent and the shoulder bolts were worn in the contact area. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.